Manufacturer narrative:
(B)(4).

Event description:
It was reported after the patient received a vibratory notifier, an alert for out of range atrial pacing impedance was observed. The atrial lead impedance trend was cleared. The device will continue to be monitored regularly.